Event description:
The customer stated that he was not aware about his responsibility to "manually" check the results of auto stitched images. This was a general statement not an event.

Manufacturer narrative:
The investigation identified that the hospital was not aware about the correct system workflow. Automatic stitching does not mean a successful rate of 100 percent. Successful automatic stitching depends on several prerequisites. In few cases, some manual interventions may be necessary, e.q. Due to inadequate (ruler) collimation, patient movement / breathing. According to the instruction for use, the operator has to check the composite images for correct stitching results. Additional training documentation according to this issue will be given to the customer via (B)(4).